Event description:
It was reported that, "the cement set too quickly. The sales rep was not present at the time; however, the hospital staff brought this to the sales rep's attention on (B)(6) 2012. They put the bone cement in a refrigerator for 1 hour before the surgery. They used a smart tower device by depuy (B)(4) and mixed 1 - 2 minutes. The comment before they injected it was that it appeared very runny. Hr at the hospital restricted any pt info to be provided."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.